Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring 128 ohms. At implant, impedances measured around 80-90 ohms. The health care professional (hcp) is going to review with the electrophysiologist as they are planning on seeing the patient in clinic next week. At this time, the lead remains in service. No adverse patient effects were reported.